Manufacturer narrative:
Follow-up # 1 date of submission 11/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings:during testing the pump powered on with vibratory and audible tones. The pump was exercised for 24 hours on a 1 unit per hour basal rate; at the end of the duration test the 1.0u basal rate remained in the pump setting with no changes observed. A normal 10u bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and no hypersensitive keys were observed on keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that all basal settings were 0.000. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.